Event description:
After delivering the cholecyst with the 5.5mm short secondary port, while washing the cavity, the knife blade of the device was found near the gastroepiploon and was retrieved. There no injuries or ill-effects associated with the patient as a result. It appears that, after using the device, while handling it, the knife blade disengaged and fell into the cavity (obturator and spring were not disengaged). Procedure type: lap cholecystectomy. Patient sex: unk